Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device evaluated by MFR: device was not returned to manufacturing facility.

Event description:
It was reported that when the clinician was trying to give a bolus, system error occurred, and the clinician had to shut down the device and restart it. The event occurred in pediatric intensive care unit (picu) on (B)(6) 2022. There was patient involvement, but impact is unknown.